Manufacturer narrative:
Additional information was received which indicated that at the end of the valve procedure complete heart block occurred with an escape rhythm less than 40 beats per minute. Atrial fibrillation, moderate to severe mitral regurgitation, and an ejection fraction of 25%. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that two days following the implant of this transcatheter bioprosthetic valve, low ejection fraction was noted. Subsequently, a permanent pacemaker (ppm) was implanted. No additional adverse patient effects were reported.